Event description:
Customer reported on bravo capsule which failed to attach. The capsule did not release from the delivery system, and fell into patient's mouth. No injury was caused to the patient.

Manufacturer narrative:
No patient injury has occurred following this incident. The product is already undergoing design modification with improvement to deployment device, and attachment/detachment mechanism.